Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped and flew across the room. The staff was able to retrieve the black piece to return with the short port. A replacement device was used to complete the case. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the black check valve was loose and completely out of the luer fitting. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).